Event description:
On (B)(6) 2022, it was reported to anika by the distributor that a 32 year old white patient was in a bankart procedure and there were 2 (two) anchors that broke on insertion and was removed from the shoulder. The patient's bone density and appearance appeared normal. An additional 28 knotless and arthrex pushlok was used to complete the procedure. Two pieces of the broken anchors was removed via arthroscopic forceps. There was no CT scan or x-ray done to see if all pieces were removed. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. The product was discarded.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information and or the completion of the investigation by the manufacturing plant.

Manufacturer narrative:
The reported issue was not confirmed as no photos or videos was provided. A 32 year old white patient had bankart procedure and the implant broke upon insertion and it was removed from the shoulder with no revision. The event was remedied by using an additional 28 knotless and arthrex pushlok. The device was not returned for analysis. There was no patient impact related to the used of the device, a 2.8 drill and green handle guide was used, the patient's bone density and appearance was normal and steam sterilized method was used. There was a 3-5 minute delay of the procedure and there was no medical intervention required. The broken anchor was removed in two pieces by using arthroscopic forceps, no CT scan or x-ray was done to confirm that all the pieces was removed from the patient. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. A review of the lots batch and its subcomponents record was performed. A planned deviation was recorded in the manufacturing record. It was not related to the reported event. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon new and relevant information.

Event description:
On 28dec2022, it was reported to anika by the distributor that a 32 year old white patient was in a bankart procedure and there were 2 (two) anchors that broke on insertion and was removed from the shoulder. The patient's bone density and appearance appeared normal. An additional 28 knotless and arthrex pushlok was used to complete the procedure. Two pieces of the broken anchors was removed via arthroscopic forceps. There was no CT scan or x-ray done to see if all pieces were removed. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. The product was discarded.